Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, broken belt clip slot, missing end cap sticker and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was damaged and the reservoir would not lock in. They did not know how the damage occurred. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The device will be returned for analysis.